Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2019 with blood glucose of 688 mg/dl at the time of incident and 545 mg/dl. The customer was treated with intravenous fluid in the hospital. Based on customer report, customer did allege the insulin pump was under delivering. The customer was not wearing the insulin pump during the hospitalization. Customer also stated insulin pump was not working and not delivering insulin. The insulin pump will not be returned for analysis.